Manufacturer narrative:
Review of the device history records indicated no anomolies or nonconformances that would have contributed to the reported issue. The devices were accepted to stock and evaluated to be within specification with all inspection and certifications present and correct. Review of the risk documentation for the involved device indicated the rate of this event was within allowable limits. The associated risks were found to be acceptable and mitigated fully within the device fmea.

Event description:
A patient was observed to have 1 out of 2 implanted fixation screws back out of a stalif l flx interbody cage. The initial screw back out was noted via x-ray examination during a scheduled follow up appointment. At that time the surgeon elected to monitor the patient's condition as they recovered from the initial implantation surgery. After several weeks of observation, the surgeon elected to revise the patient to remove the backed out screw. The surgeon's decision was based on the patient's clinical impression which including non-improving general lumbar pain and sciatica. The surgeon removed the screw and performed posterior decompression. The surgeon was unable to discern if the device caused or was contributing to the patient's condition.